Event description:
When nurse pulled back on turquoise trigger of the endo gia universal 12mm auto suture to reload it, the instrument jammed. Subsequently more force was used to free the load. This lead to the shaft breaking at the loading point.